Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer noted the reprocessing steps were conducted in accordance with instructions for use. Based on the results of the investigation, it is likely that the event occurred due to blockage of air/water (a/w) channel due to foreign material and/or kinked a/w-channel. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a clogged or buckled air/water channel. There were no reports of patient involvement.